Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they forgot to put the insulin pump back on after they took a bath and were experiencing high blood glucose. The customer's blood glucose level during the incident was 480 mg/dl, which they treated with the insulin pump. The customer's current blood glucose level was 530 mg/dl. They changed the infusion set, reservoir, and site and had insulin shot for their current high blood glucose. The customer declined further troubleshooting for the high blood glucose. The device will not return for analysis.